Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump may have delivered insulin without their input. The customer¿s blood glucose level was 60 mg/dl at the time of the incident. The customer was using auto mode during the time of the incident. The customer stated that the reservoir was manipulated while connected. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind test, prime test, seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement are within specifications. The insulin flow block alarm functioned properly during the basic occlusion test and occlusion test, no prime or seating anomaly was noted during testing. The device was unable to communicate properly with test guardian 2 link and the glucose sensor simulator. We were unable to verify the alert before low and the alert on low alarms problem isolated to electronics assembly. The device was received with cracked retainer, scratched case and minor scratched lcd window.